Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to abnormal uterine bleeding and sui. Following insertion the patient experienced pain, erosion, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh excision on (B)(6) 2009 due to mesh fibers were protruding through the vaginal epithelium. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to excision of foreign body.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and tvt-s was implanted concurrently with hysterescopy and novasure ablation procedure. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent placement of a cadaveric fascia sling and bone anchors on (B)(6) 2010 due to recurrent sui. (B)(4).